Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that the acunav catheter was placed at the right atrium (ra) and was used as the guidance of the image when puncturing was conducted and for monitoring of the procedure. After puncturing the atrial septum, there was difficulty in delivering the guide wire from left atrium (la) to the left ventricle (lv) to the aorta. The physician attempted to deliver the guide wire several times. After the guide wire and the balloon catheter crossed the aorta, the patient complained of a sore chest. Then the patient's blood pressure dropped then experienced bradycardia. The patient was given cardiopulmonary resuscitation such as cardiac compression; however, the patient had expired.